Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the quardant phase of a cataract extraction procedure an obstruction was detected and the handpiece does not give ultrasound. The handpiece and tip were exchanged and the procedure was completed after a two hour delay. Patient impact was not indicated. Additional information has been received. The occlusion tone from the system was heard by the surgeon. Topical anesthesia was passed, the patient required longer sedation. No medical or surgical intervention was required. There was no patient harm.